Event description:
It was reported that, during implant, the lead would not steer. The physician removed the lead and tested the steering of the lead. The tip was not responding. A different product was then used. The patient was noted to be alive with no injury and no patient symptoms were reported. Follow-up determined that the lead was sent to the manufacturer. This event will be updated if additional information is received.

Manufacturer narrative:
Analysis of the lead, lot # va0s8uy008, found no anomaly.

Manufacturer narrative:
(B)(4).